Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2011, the reporter/nurse contacted animas on behalf of the patient and her husband. The reporter mentioned tha the patient was admitted to a hospital on (B)(6) with a blood glucose (bg) level of "900" mg/dl. The patient's husband was concerned that the pump was not working. The nurse declined to troubleshoot the pump on the phone and requested for someone to go through the pump in person with the patient's husband present. It was noted during a follow-up call that same day on (B)(6) 2011, that a certified diabetes educator (cde) at the hospital, who has been trained on the pump, was going to follow-up with the patient and call pump support if assistance was needed. No other information was provided regarding the hospitalization. This complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized with an elevated bg level that meets animas' criteria for a serious injury. It is unknown, however, what the patient's diagnosis was for the hospitalization.